Manufacturer narrative:
One device was returned for investigation. Visual inspection of the device found a scratched and cracked liquid crystal display window lens screen. Functional testing confirmed the customer complaint. The device was running out of manufacturing specifications and causing over delivery. The expulsor was trimmed to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Corrected data: h6: health effect and clinical signs corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was not infusing properly. No patient injury reported.